Event description:
It was reported that during a femoral nailing surgery, it was observed that the trigger of the battery reamer/drill device was not working. There were no delays to the surgical procedure as the actual device was used to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was sticky. Therefore, the reported condition was confirmed. It was further observed that there were signs of water and corrosion inside the device. The assignable root cause was determined to be due to normal wear on mechanical components and worn seals. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.